Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times. Customer was advised to disconnect at quick release and deliver 5 insulin units. The insulin pump did not alarm no delivery. Customer was instructed to change the infusion set. Customer called back and stated that the insulin pump gave same alert during bolus and basal delivery. Blood glucose value is 156 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.